Event description:
It was reported that the insulin gauge displayed a different amount than expected, with the current fill estimate appearing static despite insulin delivery. The fill estimate was at 85. There was no adverse impact to the customer¿s blood glucose level. Customer support explained that the issue could occur due to a variance in measured pressures and guided the customer on how this would resolve naturally once the insulin amount equaled the static display. The customer understood and acknowledged the explanation.